Event description:
I used fixodent approx 7 yrs I never dreamed it could take your health from you I have been in and out of doctor offices and no one can seem to figure out what is wrong with me. I just now had a new grandbaby and I can't event hold her. I lost feeling in hands. I have no balance. It has been a nightmare for the last seven yrs. It's took my life and the doctor diagnosed me with lead poisoning on the brain but I will go back for the zinc and copper test. Dose or amount: denture cream; frequency: twice daily; route: oral. Dates of use: (B)(6) 2003 -- (B)(6) 2010. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced? No.